Event description:
The micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the handpiece was found to have widespread corrosion. The presence of widespread corrosion could cause or contribute to the handpiece overheating.